Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) as they did not believe it was inflating properly. All components of the existing ipp were explanted and replaced with a new ipp. No patient complications were reported. The explanted components were returned for analysis.

Manufacturer narrative:
Model number: 72404156, lot number: 1000017461, model description: reservoir 100 ml pc/iz. Product investigation: preconnect the complaint component was returned and analyzed, and the reported allegation of inflation issues was confirmed via product analysis. The ams700 device was visually inspected and functionally tested. There was a leak and cut fabric threads in one cylinder that was the result of sharp instrument damage consistent with explant damage. The other cylinder performed within specifications. When functionally tested, the pump did not pass the inflation test. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required. Reservoir the complaint component was returned and analyzed, and the reported allegation of inflation issues was not confirmed via product analysis. The ams700 reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) as they did not believe it was inflating properly. All components of the existing ipp were explanted and replaced with a new ipp. No patient complications were reported. The explanted components were returned for analysis. A supplemental report will be submitted upon receipt of additional information or completion of analysis.